Event description:
It was reported that (1) h1tuv was used during a mammaria procedure. It was reported by the affiliate that the device broke. Opened another device to complete the case. There was no consequence to pt.